Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer changed the battery and the pump continued to work. Customer received another button error today and the numbers are ramping on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms or scrolling number display anomaly noted during testing. The following cosmetic damage was noted on the device: minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip.